Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va15czy, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. It was noted the device was not working at all. The patient might have gotten a little bit of relief but it was probably worse than before they had it. It was noted the trial worked good and with the trial, they were going 6-8 hours without any incontinence; they got the permanent device and was going every two hours and dribbling urine. The patient had changed from program 1 to 4 and high and low. It was noted the patient¿s doctor wanted to go back in and tweak it and the patient thought they wanted to go in and revise the lead. It was noted the doctor did do an x-ray. The patient had an appointment in (B)(6) with their doctor but had to cancel and had not gone back because of other things going on. The patient had pain in their right abdomen, lesions on their left kidney, and had two cat scans; it was noted this had nothing to do with the bladder. No further complications were reported/anticipated.